Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Thirty four - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 06:05:01 and 06:54:41. Ventricular short interval count v-sic=1419.7 counts avg/day, in 1.83 days, between (B)(6) 2011 14:45:20 and (B)(6) 2011 10:27:55.

Event description:
It was reported that the patient received inappropriate shocks due to a crushed ventricular lead. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 34 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 06:05:01 and 06:54:41. Ventricular short interval count v-sic=1419.7 counts avg/day, in 1.83 days, between (B)(6) 2011 14:45:20 and (B)(6) 2011 10:27:55. Daily pace lead impedance log data shows an abrupt increase for v.pace=409 to 1067 ohms peak between (B)(6) 2011. The full lead was returned, analyzed and the proximal conductor was fractured. It was noted that defibrillator conductor was fractured, there were several distorted conductors, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, the outer tubing was torn, the outer insulation had a cosmetic depression and the lead was stretched.

Event description:
It was reported that the patient received inappropriate shocks due to a crushed ventricular lead. The lead was removed and replaced. No further patient complications were reported as a result of this event.